Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 248 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded loose drive support disk. No a33 alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.